Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-01587. Follow-up revealed the patient was charging the ipg and the ipg was communicating with the external devices. The scs system was allegedly not working but it is unknown what the issue was.

Event description:
Device 2 of 2.reference MFR number: 1627487-2017-01587.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2017-01587. It was reported ((B)(6)) the patient's scs system was explanted on (B)(6) 2017 due to an unexplained failure. It is unknown what type of failure occurred and for which device. Device information and quantity is unknown for the patient¿s leads.

Event description:
Device 2 of 2: reference MFR number: 1627487-2017-01587.